Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first 2 data sets. The inratio value is not within the confidence limits but the lab values is. In addition, the strip for lot # used for these two data sets are unknown. For the last data set, both inratio and lab values are within the confidence limits for inr testing. Strip lot# 070202 was used for the 3rd data set. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time. Test strip lot number is unknown for the 1st two data sets where an investigation is needed. As a result, no further testing can be performed.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007 inratio 0.9 lab 1.2. Date: the same day, inratio 1.4 lab 3.7. Date: the next day, inratio 4.3 lab 3.3.